Event description:
It was reported to philips that the system software was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system on-site and confirmed that the system software was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system on-site and found that the system software had crashed and logging was not possible. The fse attempted a system software reinstall, which failed because of x-ray pc errors. Initially the suite pc hdd was suspected, and a replacement was ordered, but further inspection showed the x-ray pc hdd was at fault. To resolve the issue, the fse returned the suite pc hdd as good and sealed, replaced the x-ray pc hdd and reinstalled the complete software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.